Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged at 3,600rpm for 10 minutes. Customer observed a drop of fluid on top of reagent packs and fluid hanging from the tip of reagent pipettor #4., and they disabled reagent pipettor #4, and repeated all samples analyzed on the night shift. A field service engineer (fse) was dispatched: the fse replaced several hardware components and performed all the necessary alignments and testing. All verification testing met specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a troponin (accu tni) result, in the risk stratification range that exceeded the assay's precision claims, generated by the unicel dxi 800 access immunoassay system for one patient's sample. The falsely elevated result was obtained from the sample which was analyzed on reagent pipettor #4. Repeat testing on an alternate reagent pipettor resulted lower within the risk stratification range. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.